Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. The device was manufactured between march 14, 2019 - march 15, 2019. The two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that the bladder was ruptured on both returned devices. The ruptured bladders were microscopically examined for the signs of abnormality that may have potentially caused the rupture problem. As a result, no signs of abnormality were found on the ruptured bladder. Therefore, the cause of bladder rupture could not be determined during the sample analysis step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of two (2) large volume intermates ruptured. The bladder rupture occurred during patient infusion of ceftazidim. There was no patient injury or medical intervention associated with this event. No additional information is available.